Event description:
It was reported that patient had right heart dysfunction and required low speed setting (and thus yields frequent low flow alarms). The patient was at the time hospitalized, remained in the cardiovascular intensive care unit (cicu) but was making slow gains. Per healthcare provider, the controllers were requested to be adjusted 2.0 lpm low flow alarm as soon as possible. The event log displayed transient low speed advisory on (B)(6) 2023 at 4:41am where the pump set speed (3900 rrpm) was momentarily set lower than the low set limit (4700 rpm) due to possible user error. The set speed was changed to 5000 rpm without issue. The log files also displayed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm. Low flow threshold adjustment was performed on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, it was reported that the alarms were due to right heart dysfunction that required a low pump speed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart dysfunction could not be conclusively established through this evaluation. The patient experienced frequent low flow alarms due to significant right heart dysfunction that required low pump speed. The patient remained hospitalized in the cardiovascular intensive care unit as of (B)(6) 2023, but was making slow gains. Low flow controller software updates were requested and performed without issue on (B)(6) 2023. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. Intermittent low flow alarms were captured on (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information were submitted to the account regarding right heart failure, symptoms, and resolution of the alarms; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.